Manufacturer narrative:
The insulin pump was received with no down button response due to corroded keypad traces. No frozen screen, button error alarm or moisture damage inside the device was noted. It was also received with a cracked case on the top right corner near the display window, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the buttons became unresponsive after the insulin pump was exposed to water in a rainstorm. During troubleshooting, a button error alarm was found in the alarm history. Customer's blood glucose value was 147 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.